Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was sent to biomed shop with an issue of channel error. The device was tested and found that the unit needs a top pressure sensor. The sensor was replaced and the unit was made ready for use. There was no patient involvement. Although requested, no further information was made available to date.